Manufacturer narrative:
The field service engineer (fse) assessed the unit and performed system verification and performance test. The unit conformed to the manufacturer's specifications. Samples were collected in bd tubes. The samples were spun for varied times at <5,000 rpm (rotations per minute). The customer stated quality control (qc) was within specification on the date of the event. The customer stated system check performed on (B)(4) 2008 was within specification. Customer product line support (cpls) laboratory tested the patient sample and confirmed "heterophile interference" in the patient's sample. Heterophile interference is the root cause of the elevated results. Product labeling: for assays employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the sample. Human anti-mouse antibodies may be present in samples from patients who have received immunotherapy or diagnostic procedures utilizing monoclonal antibodies or in individuals who have been regularly exposed to animals. Additionally, other heterophile antibodies, such as human anti-goat antibodies, may be present in patient samples. In addition, elevated troponin I levels have also been documented in cases in other cardiac conditions such as unstable angina, congestive heart failure, or myocarditis, or severe non-cardiac conditions such as trauma or renal failure that may cause cardiac muscle injury. Thus troponin I (accutni) results should be interpreted in light of the total clinical presentation of the patient, including: symptoms, clinical history, clinical examination, electrocardiogram (ECG), data from additional tests, and other appropriate information. Medical decisions should not be based on a single accutni determination at one time point. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4) 2008 through (B)(4), 2010 for additional reportable events.

Event description:
The customer reported elevated troponin I (accutni) results above the acute myocardial infarction (ami) cutoff for one patient involving access 2 immunoassay system. The results were discordant to an alternate methodology, which was negative. The elevated results were reported out of the laboratory. The patient was admitted to the cardiac catheterization laboratory due to the elevated results. The patient's outcome is unknown. The customer supplied beckman coulter, inc. With the patient sample for further analysis. The field service engineer (fse) went to the facility and assessed the unit.